Manufacturer narrative:
Biocompatibility testing to iso (B)(6) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation under the back therapy electrode pads. The skin irritation was described as "burnt" marks that started under one therapy electrode and then moved to both back therapy electrodes. The irritation was broken open from the patient scratching. The patient's doctor recommended the patient use a hydrocortisone cream on the skin irritation. During a follow up call, it was reported that the irritation was getting better. There was no allegation of a device malfunction associated with the reported skin irritation.